Event description:
Additional information from the health care professional (hcp) office was received reporting that the patient was seen for interventional pain follow-up. No reported interventions performed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, lot# va0zfun035, product type: lead. Product ID: 977a260, lot# va0wwk6027, product type: lead.

Event description:
The consumer reported that their implantable neurostimulator (ins) sits on its side. They were wearing a support belt shortly after ins surgery and wore it as much as possible which did help for a while. There was a report that the patient had the pump put in (B)(6) and now could not wear the belt anymore. It was reported that the healthcare professional (hcp) was now considering to go in and do a revision but before that, they want to try other things. The patient met with the manufacturer representative and was now trying a belt to get the ins to sit back up right. It was reported that because the ins was sitting on its side, they were not able to get a good connection. The ins sits on its side and has connection issues when the ins moves, twists, and turns instead of being upright. It was reported that the ins was on its side in the pocket and may need to be revised. It was reported that the patient was using an abdominal binder to keep the ins in a flat configuration. There was a report of a slight cranial lead migration from the t8 to t7. Additional information from the manufacturer representative (rep) reported that the ins was not on its side. The patient was obese and the ins was on a skin fold. It was reported that it was the patient body habitus that was affecting how the device lies on the body. They had tried using binders to reduce the skin fold and nothing seemed to make a difference. The patient was able to charge the ins without issue. The rep spoke with the physician and the physician did not want to do any procedures to revise this. The patient's weight was the issue causing the ins to look like it was laying on its side. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.